Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose level. Customer declined further follow-up with tandem technical support regarding the reported issue; therefore, no additional information was able to be obtained.